Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown sigadaptshort - sig power sigadaptshort lin short adapt sigpshell - sig power sigpshell control shell, lot# unknown sigphandle - sig power sigphandle handle egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown. Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was received attached to the returned reload. The firing knobs were fully retracted. The articulation knob was rotated. Internal components revealed sheared teeth on the firing rack. Functionally, functionally, the articulation knob was returned to the proper position manually and was also returned to neutral position and the reload(-10) was unloaded from the returned handle(-20). An access hole was cut into the instrument body for visualization of the firing rack. The sheared teeth damage was confirmed in the 1st on the firing rack. It was reported that the instrument open stapler jaws will not close. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the instrument was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot# unknown), egiaushort, egiaushort endogia ultra univ sht stap (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colon perforation procedure, the first reload (the detached reload that was included in the sent equipment) could not be loaded (it was unknown whether the lock was misaligned or not), and when the second reload was taken out and force it to be loaded, (the part attached to the handle of the sent instrument), it could be loaded but before performing the firing after clamping the tissue (the details of which timing was unknown), the jaw opened vigorously and could not performed firing, they were worried to continue as it was so it was replaced to a new handle and cartridge, and the operation continued and completed without any problem. There was no patient injury. Medtronic's initial evaluation of the returned product found the sheared teeth damage was confirmed in the 1st on the firing rack.